Manufacturer narrative:
A nalu representative was present for the revision procedure and reported visualization of the ipg having rotated within the pocket, causing the connectivity issues reported by the patient. There are no reports of any events taking place after implant that are likely to have caused or contributed to the ipg migration. The initial pocket is thought to have possibly been larger than recommended, allowing ipg movement.

Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the thoracic nerve at the t8-t10 vicinity. After activating the system, the patient noted challenges with maintaining consistent connectivity between the ipg and the external therapy discs. On (B)(6) 2025 a surgical revision was performed to remove the ipg and place a new one.